Manufacturer narrative:
On february 8, 2024, the mentor failure analysis lab received the device for evaluation. On february 14, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 500cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2024, mentor became aware that the patient received replacement device serial number (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2024. Complete UDI number has been added to field d4 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant on both sides on (B)(6) 2015, and experienced a right-sided breast implant rupture. Per the information provided, the patient had a mammogram done, which confirmed the right-sided extracapsular breast implant rupture, accompanied by silicone infiltration into the lymph nodes. It was also reported that patient also experienced breast implant illness, and breast cysts. The patient is scheduled for removal surgery on (B)(6) 2024. No further details were provided. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant illness, and breast cysts. H6 health effect - clinical code e2402: generalized illness. D6b explantation date: (B)(6) 2024 . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).